Event description:
It was reported intermittently that the customer experienced ongoing blood glucose (bg) levels that was displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Due to the bg level the customer lost consciousness and experienced bruising from "falling out of a bed and some issues with her kidney." Customer required paramedic assistance to consume glucose tablets and customer declined to provide further treatment by paramedics. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.